Manufacturer narrative:
When the system was initially received in for evaluation, it failed to boot up due to a faulty power supply in the tc200us camera control unit. Once the power supply was replaced, no further issues with boot up were detected. Once boot up was initiated and the camera head was initially inserted in the tc200us ccu, the light source illuminated to previous the setting. It was confirmed that, depending on the previous setting, the light source will illuminate anywhere from 25% to 100% intensity. Also, when the light source is set to standby in manual mode, it will default to 25% intensity when the camera is connected. Verified - software (B)(4) is overriding the standby feature on the light source. This software issue was addressed by (B)(4). New software version (B)(4) reverts the light source controls back to the functionality of software to previous version (light source only taken out of standby mode after confirmation by the user, and, light source is not taken out of standby mode when a video endoscope/camera head is plugged in). Software (B)(4) was released on december 12, 2017.

Manufacturer narrative:
Customer complaint was confirmed. Our engineers working on determining a cause.

Event description:
During a cystoscopy, right ureteroscopy, right stone laser lithotripsy with basket extraction, and right double-j stent procedure, allegedly, when the cystoscope was disconnected and a digital ureteroscope was plugged into the x-link ccu, the light source stand-by mode was somehow voided and the light source returned to the previous light output setting (100%). Although the telescope was disconnectd, the light cable was over the patient's leg and, when the light output returned to the previous setting, it resulted in a 1 cm x 1.5 cm burn to the patient's left anterior thigh.